Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to prime the line and the insulin kept coming out. Customer's blood glucose was 178 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. It was explained that the possible cause of the alarm customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a stained end cap sticker.